Manufacturer narrative:
Event date: the event occurred during the unspecified date of (B)(6) 2021. Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume folfusor ruptured during filling with glucose. There was no patient involvement. No additional information is available.